Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing and felt full during drain 2 of 4. The patient was connected to the homechoice pro device at the time of the events. The patient reported that they bypassed the initial drain. The drain volume was 2100 ml and was increasing. Renal therapy services assisted the patient to stop dwell and to perform a manual drain. The patient reported they felt better, and they would continue to drain until empty then disconnect. There was no report of medical intervention associated with this event. The patient stated they would inform the nurse and a swap was not necessary. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The likely cause of the reported events was associated with use error, the patient performed a bypass of therapy during the drain phase and the maximum drain percentage was set lower than 85%. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass the initial drain. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available, a supplemental report will be submitted.